Event description:
It was reported that the patient's device was removed on (B)(6) 2012 due to pain. It was noted that the patient "never did okay with the device, but her nausea was reduced considerably." It was noted that the patient "never really recovered from the implant abdominal pain before removal." It was noted that the patient "had chronic pain prior to the implant and she could not tolerate the device, so it was removed." It was noted that a "pyloroplasty and a partial fundoplication" was performed to treat the patient's symptoms. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Product ID 435135, serial # (B)(4), implanted: (B)(6) 2012, product type lead; product ID 435135, serial # (B)(4), implanted: (B)(6) 2012, product type lead.